Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada

Event description:
Reference number (B)(4) event occurred in canada it was reported that patient faced high blood glucose and diabetic ketoacidosis event on (B)(6) 2024. The patient was hospitalized and admitted to intensive care unit for diabetic ketoacidosis on (B)(6) 2024. The patient was throwing up and was having symptoms of headache, eyes pain, difficulty in breathing, chest tightness, sore torso, and patient was throwing up blood. The patient was hospitalization for 5 days and was treated with intravenous drip and manual injection and was release from hospital on monday. No further information available.